Event description:
Caller tested 1.9 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. The lab was drawn from the caller's ear using tubes. No actions taken based on device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).